Event description:
It was reported that, "foreign object in packaging with implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The device was implanted and the package discarded. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.